Event description:
After insertion, the iab was connected to the sys 97 pump. During the first autofill, blood was noted in the helium line. On 7/20/98, datascope was notified that a second iab was inserted into the pt. [Event complications]: unk-reported 6/29/98; none-reported 7/20/98. [Pt's current status]: expired-rpt'd 7/20/98.